Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s blood glucose was 460 mg/dl at the time of the incident. Customer¿s current blood glucose was 311 mg/dl. Customer stated she has been experiencing high blood glucose she went from 116 mg/dl to 210 mg/dl and then all night she was at 300 mg/dl. The customer experienced symptoms like little nausea, dry throat. Customer treated with manual injections. Customer did not allege pump was under delivering. The drive support cap was normal. The product was not returned for analysis.